Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral epigastric hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted the prior placed mesh appeared to have wadded up with a recurrence. The previously placed mesh was revised and reinforced with an additional mesh device. It was reported that the patient experienced severe pain, inflammation, loss of appetite, stress and anxiety. No additional information was provided.